Event description:
The customer reported that a female pt, admitted in the hosp for digitalis toxicity, was being dialyzed in the acute setting. The pt was hypotensive prior to treatment. About one hr into treatment, the pt became bradycardic and arrested. They were unable to resuscitate her and she expired.